Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "system error 7 alarm" is not confirmed. The field service agent performed the preventative maintenance (pm) test, and the pump passed all testing. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that the rn is calling because of an intermittent alarm the system error 7 keyboard controller failure alarm. The event involved a patient post CABG (coronary artery bypass graft) that had a competitor's intra-aortic balloon (iab) inserted prior to surgery. The pump is in autopilot and the timing is appropriate. When the alarm occurs, all of the little led lights flash. The pump continues to pump, but the alarm comes and goes. The cable to the back of the control head and the other end of the cable in the helium compartment is secure. The patient is stable. The recommendation was to change out the pump. There was no reported death or serious injury or harm to the patient. There was no delay or interruption in therapy and no medical/surgical intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn is calling because of an intermittent alarm the system error 7 keyboard controller failure alarm. The event involved a patient post CABG (coronary artery bypass graft) that had a competitor's intra-aortic balloon (iab) inserted prior to surgery. The pump is in autopilot and the timing is appropriate. When the alarm occurs, all of the little led lights flash. The pump continues to pump, but the alarm comes and goes. The cable to the back of the control head and the other end of the cable in the helium compartment is secure. The patient is stable. The recommendation was to change out the pump. There was no reported death or serious injury or harm to the patient. There was no delay or interruption in therapy and no medical/surgical intervention was required.